Manufacturer narrative:
The service center received the device for bench repair. The repair technician confirmed the reported problem. The device was tested and identified an error code message of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. The repair technician replaced the data acquisition (da) to motor controller (mc) cable and installed the mc bracket retrofit kit to address the reported problem. The system was entirely checked and its calibration checked according to the latest philips/respironics specifications. The safety and performance tests were carried out. The device has been returned to customer for use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error code message of machine and proximal pressure sensors failed. Customer reported there was no patient involvement.